Manufacturer narrative:
The sensor kit expiration date is 31-jul-2020. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted. If additional information is obtained a follow up will be submitted.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor compared to readings obtained on the hcp meter. Customer received 11.7 mmol/l (210 mg/dl) on the sensor and experienced symptoms described as "vomiting, diarrhea, stomach and chest pain". Customer was seen at a hospital where a reading of 19 mmol/l (342 mg/dl) was obtained on the hcp meter and she was diagnosed with diabetic ketoacidosis and hyperglycemia. Customer was hospitalized and treated with fluids with potassium and insulin lantus (unknown dose). Customer was advised to discontinue the use of sensor and switch to blood glucose checks. There was no report of death or permanent impairment associated with this event.